Event description:
As reported by the user facility: incident occurred (B)(6) 2012. Lot# as 61183969. The tray number is 332220. Customer reported there was a problem with the catheter connector. When they first attached the connector they could not inject into the catheter. Then when they attempted to remove the catheter they reported the catheter was stuck and unable to remove. The pt was released from the hospital and referred to the neurosurgeon for removal. The catheter was removed last week. Sample available.

Manufacturer narrative:
A review of historic complaints revealed no other events of this nature against the reported lot number. The actual device in the reported incident has not yet been returned for eval. A f/u report will be filed if the sample is rec'd for eval and/or add'l pertinent info becomes available through the complaint investigation.